Manufacturer narrative:
Device passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Device was monitored and tested with no failed battery test noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump received failed battery out limit. The customer¿s blood glucose level was 210 mg/dl. The product will return for the analysis.